Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported unknown transmitter notification. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through transmitter failed error via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of unknown transmitter notification is reportable based on the findings of transmitter failed error.